Manufacturer narrative:
Product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the patient was instructed to turn off the stimulator. It was noted surgery was being scheduled to correct the problem. No further complications were reported or anticipated.

Manufacturer narrative:
Continuation of d11: product ID: 977c165, serial# (B)(6), implanted: (B)(6) 2019, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported patient with numbness in legs (paralysis) after a lead revision that occurred (B)(6) 2020. Patient was going to be taken for an MRI and then rep was notified they would be removing entire system. Rfc was to see if leads can be cut if stimulator was on as it was unsure if ins was on or off. Caller indicated not turning on the ins earlier in the day but unsure if patient turned on or family members turned on. It was discussed if possible to verify off but if ins was left on and leads were cut it would most likely not harm the patient (primary concern). Lead revision mentioned due to moving down spine for better coverage. Additional information was received from the rep and it was reported that the stimulator implanted was explanted on (B)(6) 2020.

Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 22-jan-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient was in a car accident and then that night they were not feeling stimulation in the right area, but they were feeling it in their shoulder. The patient stated that they were having an x-ray and was told that the leads had moved. The patient stated that the healthcare provider (hcp) instructed then to contact the manufacturer to see if programming could be done. The patient stated that they did not know who their rep was and patient services redirected them to follow-up with their hcp. The event occurred on (B)(6) 2020. No further complications were reported/anticipated.